Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was reproduced. A review of the event history log revealed "flange sensor failure" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a failed mechanism and flange assembly. The mechanism and flange assembly require replacement. Full calibration and release testing will be performed should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr had an error 21502 flange sensor failure during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.